Event description:
Information received indicates there is no head articulation functions from electrical or manual operations.

Manufacturer narrative:
The technician isolated the issue to stuck head up and down valves. The technician replaced both valves to repair the bed.